Manufacturer narrative:
(B)(4). A device history record review could not be performed as no kit or lot number were provided by the customer. Therefore, a review of sales history data could not be performed to obtain a lot number. A corrective action is not required at this time as a potential root cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was provided for analysis. The device history records were not reviewed as no kit or lot number were provided by the customer and therefore, no sales history records could be found from this customer for this product. Therefore, the potential cause of the catheter breaking could not be determined based upon the information provided and without the sample.

Event description:
During a lumbar epidural under monitored sedation the pain management physician attempted to reposition the tuohy catheter under fluoroscopy at which point the catheter broke in two pieces. Both pieces were successfully removed under fluoroscopy and the procedure was aborted. The patient was given antibiotics prior to leaving the operating room.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
During a lumbar epidural under monitored sedation the pain management physician attempted to reposition the tuohy catheter under fluoroscopy at which point the catheter broke in two pieces. Both pieces were successfully removed under fluoroscopy and the procedure was aborted. The patient was given antibiotics prior to leaving the operating room.